Event description:
I had essure implanted 2007. Soon after the procedure I started feeling stick with cramps, joint pain, vaginal bleeding, loss of energy, pain lower back and was getting worse. After couple of years feeling bad, my obgyn and I decided to remove the essure, and had ablation to stop the bleeding. After the surgery, still with pain, the doctor did a partial hysterectomy because I had endometriosis, still with joint pain. I have been seen almost 20 different doctors and no one can explain why my health is so bad to the point I can't do anything. My blood work comes back normal. Last year they removed a lump in my breast. My life is a nightmare after essure, now I have all kinds of allergies. When before the essure I was so healthy not even a cold for years, playing tennis almost every day, now my life is reduced to taking pain killers and going to doctors.